Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 69405 ra lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high pacing impedance. The lead has been capped and replaced. No patient complications have been reported as a result of this event.